Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device replacement procedure. Prior to procedure, noise and oversensing were observed on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Correction: b5-the initial report should had included information of the low lead impedance. The b5 statement has been updated. H6-the initial codes did not include "2285 - low impedance."

Event description:
It was reported that the patient presented for a device replacement procedure. Prior to procedure, noise, oversensing, and low impedance were observed on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2020. The patient was stable.